Event description:
The reusable impactor handle broke when removed from the reusable instrument tray following sterilization.

Manufacturer narrative:
The reusable impactor handle broke when removed from the reusable instrument tray following sterilization. An impactor handle from another MFR was used to complete the surgery. Review of the device history record indicates that the device was mfg to spec. Eval summary: the instrument identified in the product complaint was returned to conformis. The instrument is a two-piece threaded assembly. The instrument fractured along the with shaft where the two pieces are threaded together.